Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h6(problem code) in order to fix the issue, the fse who encoutered the issue replaced the drive manifold. The fse then re-ran the test and the unit passed with no issues. The fse then verified that the unit was calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use. The removed drive manifold assy. Was returned to the failure analysis and testing department for investigation. Performed visual inspection of part received and part appeared to be in good condition. Installed the drive manifold assy. Into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing (fat) dept. Verified the failure of drive manifold assy. Test failing with a result of vacuum leak diff prs. 71mmhg and pressure leak diff prs. -62 mmhg. The factory specification are for vacuum leak diff prs. ±25 mmhg and pressure leak diff prs. ±55 mmhg. Drive manifold assy. Failed testing. Retaining the drive manifold assy. In the failure analysis and testing (fat) dept. As per procedure.